Event description:
It was reported that an unspecified specialty therapy device over infused. The expected infusion time was not reported; however, after thirteen hours the device had fully infused. The set was filled with 13500mg piperacillin and tazobactam in 230ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.